Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the logs were visible on the screen but not read and therefore did not print. It was reported that the patient symptoms were increased spasticity. It was noted that an audible alarm was heard from the pump. It was reported that the first stall recovered, but 2 hours later it stalled again and did not recover. It was noted that the cause of the stall was unknown. It was reported that the pump was interrogated (B)(6) 2014. It was reported surgery for replacement was scheduled after (B)(6) 2014. It was noted that the patient had a surgical consultation (B)(6) 2014. It was later reported that the patient's (B)(6) 2014 appointment was rescheduled for (B)(6) 2014. It was noted that the patient's pump was interrogated and was showing it was stopped. It was noted that the pump was "turned off and back on without change". It was noted that the healthcare plan was to check pump and reprogram at 1/2 dose and for the patient to take extra baclofen if they want.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005593n58, implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that there were two motor stalls seen in the event logs. The first had recovered eight minutes after initially occurring. Following the recovery, the motor stalled again after eleven minutes and had not recovered at the time of report. It was indicated that there had been no MRI and no other known magnetic exposure. It was stated that the patient was doing okay as she had been on oral baclofen. The device system was used to deliver clonidine and baclofen. On the following day, it was seen in the logs that the message ¿stopped pump period may exceed tube set¿ had triggered.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was told their pump was supposed to last 7 years but it "quit 3 years early", it "died in 4 years". It was noted that the "tech" that was with the patient at the surgery told the patient "it sounded like it was a defective pump, may have been defective and the because the medicine may have been too thick". It was noted that the patient was told the life of the pump depends on the thickness of the medication and how much was dispensed each time. It was reported that when the patient came out of surgery the healthcare provider (hcp) told the patient the medication did not appear to be too thick. It was reported that the patient pump stopped working on (B)(6) 2014.